Manufacturer narrative:
Updated h6: medical device problem code (a). Updated h6: component code (g). Updated h6: type of investigation (b). Updated h6: investigation findings (c).

Manufacturer narrative:
According to the customer contact, "bar that is attached to backrest has detached from frame and is now unable to sit on it due to potential hazard" and "he has fallen when he sat on the rollator and is now sore on his body." Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, "bar that is attached to backrest has detached from frame and is now unable to sit on it due to potential hazard" and "he has fallen when he sat on the rollator and is now sore on his body.".